Event description:
The patient has two leads implanted with the same lot number. It was reported, the patient was no longer receiving effective stimulation. It was also reported, the patient is experiencing abdominal pain. He was advised to contact his physician regarding the abdominal pain. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.